Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Additional information received indicated that noise was able to be reproduced with isometrics. No out of range (oor) measurement noted. The lead was surgically abandoned. No additional adverse patient effects were reported.